Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported feeling chest pain. Following a CT scan a right atrial (ra) lead perforation and dislodgement was suspected. The lead showed high thresholds in bipolar and no capture while in unipolar configuration. A lead revision was completed. The lead remains in use. No patient complications have been reported as a result of this event.